Event description:
Patient reported obtaining elevated blood glucose results (162 - 355 mg/dl), while using the suspect device. Patient indicated that they ran a blood glucose test, while fasting, and received a result of 187 mg/dl. Patient was feeling shaky and decided to seek treatment at an after-hours clinic. Patient stated that they could not recall the blood glucose result obtained at the clinic. Patient was subsequently admitted to the hospital, where they remained for two days. While hospitalized, patient was treated with diabetic medications (type not provided) and IV fluids with potassium. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.